Event description:
It was reported that post implantation of an unknown sling an artificial urinary sphincter (aus) was implanted. The reason for the surgery was not provided. Further information was requested, but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that post implantation of an unknown sling an artificial urinary sphincter (aus) was implanted. The reason for the surgery was not provided. Further information was requested, but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the previous sling was not explanted. The aus was implanted because the patient experienced recurring incontinence. The patient was reported to be doing fine after the procedure.